Manufacturer narrative:
The conclusions are as follows: the patient files analysis led to the following observations: - the subject pacemaker switched in standby mode (B)(6) 2025 at 11:25 (programmer time). - the pacemaker switched in standby mode following the detection of a corruption in device memory data upon memory integrity self-checks. The programmer has requested the switch in standby mode because at least one bit was corrupted. - the origin of the unexpected data corruption could not be identified with certainty. However, the most probable hypothesis is an alteration of the memory content by a seu (¿single event upset¿ or ¿bit-flip¿ ¿ i.e. A change of state of one bit) due to the interaction between the memory microchip and a high-energy ionizing particle. This is a well known and non-destructive phenomenon in microelectronic circuits. - the re-initialization was successfully performed on (B)(6) 2025 at 11:39 (programmer time. The device has been returned to normal functioning. - in the files provided, there is no trace of absence of pacing and a standby mode is a safety mode allowing a pacing in vvi at 70 bpm as mentioned in the manual. - based on the available information, no issue is suspected on the subject pacemaker.

Event description:
Reportedly, the pacemaker was in standby mode, when patient came to routine follow up, reinitialization was necessary; according to the physician there was no pacemaker stimulation during "standby" mode.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker was in standby mode, when patient came to routine follow up, reinitialization was necessary; according to the physician there was no pacemaker stimulation during "standby" mode.